Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized, it is unknown if the hospitalization was related to peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The patient also had a bowel perforation. Fourteen days after being hospitalized, the patient died. It is unknown if the peritonitis resolved prior to death. The cause of death is unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.